Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented a f-73 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection was performed. A self test was performed which presented an f-73 alarm. The cause of the condition was determined to be a damaged cpu board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.